Event description:
User facility reported that following a novasure endometrial ablation "on approximately 2009" the patient returned "with severe abdominal cramping and upon surgical inspection, a bowel burn was detected." The patient was hospitalized. During follow-up in the same month, it was reported that multiple vacuum alarms were encountered during the procedure and the estimated completion time of the novasure ablation was "below 90 seconds". The patient returned to the hospital with pain and fever. Exploratory surgery revealed "an intestinal burn" with "burning and necrosis visible" on the uterus "at approximately 4.5cm apart at [the] cornua regions". The bowel was resected." We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant.